Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('second essure device within the myometrium of the superior, anterior aspect of the uterine corpus. The essure device extends to the serosa and focally protrudes through the serosa'), embedded device ('essure device which is within the right fallopian tube stump extending to the myometrium and the serosa') and heavy menstrual bleeding ('heavy periods') in an adult female patient who had essure (batch no. 721041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2012, heavy menstrual bleeding, endometriosis, adenomyosis and nabothian cyst. Previously administered products included for an unreported indication: aleve, wellbutrin, claritin, hygroton, abilifv, flexeril, atarax, bu spar and flonase. Concomitant products included oxycodone hydrochloride (roxicodone). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (robotic assisted laparoscopic hysterectom, salpingectomy and robotic assisted laparoscopic hysterectomy, salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, embedded device, heavy menstrual bleeding and menstruation irregular outcome was unknown. The reporter considered embedded device, heavy menstrual bleeding, menstruation irregular and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: there is an essure device which is within the right fallopian tube stump extending to the myometrium and the serosa. Additionally, there is a second essure device within the myometrium of the superior, anterior aspect of the uterine corpus. This essure device extends to the serosa and focally protrudes through the serosa. Ultrasound scan vagina - on (B)(6) 2019: several nabothian cysts are noted. Both ovaries appear sonographically normal with normal color and spectral flow. Endometrial stripe measures 13.5 mm. This is normal for secretory phase of menstrual cycle. Essure coil is seen on the right, left side cannot be visualized, which could be technical. No uterine fibroid identified. Lot number: 721041 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-aug-2021: quality safety evaluation of product technical complaint (ptc) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('second essure device within the myometrium of the superior, anterior aspect of the uterine corpus. The essure device extends to the serosa and focally protrudes through the serosa'), embedded device ('essure device which is within the right fallopian tube stump extending to the myometrium and the serosa.') And heavy menstrual bleeding ('heavy periods') in an adult female patient who had essure (batch no. 721041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy menstrual bleeding, endometriosis, adenomyosis, c-section (ob c-section ((B)(6) 2012)) and nabothian cyst. Previously administered products included for an unreported indication: aleve, wellbutrin, claritin, hygroton, abilifv, flexeril, atarax, bu spar and flonase. Concomitant products included oxycodone hydrochloride (roxicodone). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy; salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, embedded device, heavy menstrual bleeding and menstruation irregular outcome was unknown. The reporter considered embedded device, heavy menstrual bleeding, menstruation irregular and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: there is an essure device which is within the right fallopian tube stump extending to the myometrium and the serosa. Additionally, there is a second essure device within the myometrium of the superior, anterior aspect of the uterine corpus. This essure device extends to the serosa and focally protrudes through the serosa.. Ultrasound scan vagina - on (B)(6) 2019: several nabothian cysts are noted. Both ovaries appear sonographically normal with normal color and spectral flow. Endometrial stripe measures 13.5 mm. This is normal for secretory phase of menstrual cycle. Essure coil is seen on the right, left side cannot be visualized, which could be technical. No uterine fibroid identified.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.